Manufacturer narrative:
The unit was sent in for repair. The device was evaluated and the reported problem was duplicated. Both hard drives will be replaced to resolve the issue. No patient harm was reported.

Event description:
The nurse reported that the central nurse's station (cns) froze while in use on patients.

Event description:
The nurse reported that the central nurse's station (cns) froze while in use on patients.

Manufacturer narrative:
Complaint information: on (B)(6) 2018, customer at (B)(6) hospital reported cns freezing while monitoring tele devices on main unit pu-621ra with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: customer reported that cns froze and there was no data loss reported. Nkts educated customer on rebooting the hard drives and verify that there is no dust. However, this did not resolve the issue. Nkts requested customer to send the device in for repair. Investigation conclusion: root cause of the issue was identified to be due to hard drive failure by repair center. All malfunctioning parts were replaced. The unit was tested per operator's/service manual and completed 24 hours of extended testing. The unit operated to manufacturer [?]s specifications and was shipped back to the customer. The warranty of the device expired on 02/04/2014. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high conclusion: since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available.